Event description:
It was reported that this left ventricular (lv) lead was stuck in the header and the sealing plug needs to sacrifice to get out from being stuck. This lead remains in service. No adverse patient effects were reported.